Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 600-700 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous saline drip and manual insulin injections. Customer was released from the emergency room 3 days later and was ¿feeling a lot better¿. The customer alleged the pump battery fluctuated, and the pump subsequently shutdown. Reportedly, the customer reverted to manual injections for continued insulin therapy.